Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report #: 1627487-2014-25239. The pt has two leads (for off-label use) with the same lot number. It was reported the pt is experiencing ineffective coverage and sudden recharge frequency. It was also reported the pt was hit in the head and chest where the ipg is located. In turn, the pt's scs system was explanted and replaced. Effective coverage was obtained post-op. Additional info revealed, the pt's ipg was dead and it is unk when it occurred.